Event description:
The customer reported that the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The video camera was evaluated and replaced, and doses were adjusted. The system was tested and found to be working as intended and returned to svc.